Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 40 mg/dl and was feeling queasy. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had discontinued pump therapy at the time of the call. The reporter was unable to perform troubleshooting with a customer technical support representative to determine the cause of the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the recorded daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged issue could not be duplicated. (B)(4).